Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during delivery of the genesis .035 8.0x24 135, it was noted the stent's unloading of pg stent. The stent became dislodged in the delivery sheath during delivery. The stent dislodged while passing through the valve of the sheath. A new unknown stent had to used and placed. There was no reported injury to the patient. A 7f non-cordis long sheath was used for the procedure. The product was stored properly according to the instructions for use (IFU). There were damages noted to the product inspection prior to use. The device was removed from the packaging without difficulty. There were no kinks, or other damages noted prior to inserting the product into the patient. There was no difficulty noted during prep of the device. The target lesion was measured to be 7.5mm in diameter. The length was measured to be 20mm long. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The lesion had moderate calcification with no vessel tortuosity. The lesion had an 80% stenosis. The device was being used to treat a chronic total occlusion (cto). The device did not have to pass any previously placed stents. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during delivery of the genesis .035 8.0x24 135, it was noted the stent's unloading of pg stent. The stent became dislodged in the delivery sheath during delivery. The stent dislodged while passing through the valve of the sheath. A new unknown stent had to used and placed. There was no reported injury to the patient. A 7f non-cordis long sheath was used for the procedure. The product was stored properly according to the instructions for use (IFU). There were damages noted to the product inspection prior to use. The device was removed from the packaging without difficulty. There were no kinks, or other damages noted prior to inserting the product into the patient. There was no difficulty noted during prep of the device. The target lesion was measured to be 7.5mm in diameter. The length was measured to be 20mm long. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The lesion had moderate calcification with no vessel tortuosity. The lesion had an 80% stenosis. The device was being used to treat a chronic total occlusion (cto). The device did not have to pass any previously placed stents. The device will not be returned for evaluation as multiple attempts made without success.

Manufacturer narrative:
During delivery of the genesis .035 8.0x24 135, it was noted the stent's unloading of pg stent. The stent became dislodged in the delivery sheath during delivery. The stent dislodged while passing through the valve of the sheath. A new unknown stent had to be used and placed. A 7f non-cordis long sheath was used for the procedure. The product was stored properly according to the instructions for use (IFU). There were damages noted to the product inspection prior to use. The device was removed from the packaging without difficulty. There were no kinks, or other damages noted prior to inserting the product into the patient. There was no difficulty noted during prep of the device. The target lesion was measured to be 7.5mm in diameter. The length was measured to be 20mm long. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The lesion had moderate calcification with no vessel tortuosity. The lesion had an 80% stenosis. The device was being used to treat a chronic total occlusion (cto). The device did not have to pass any previously placed stents. There was no reported injury to the patient. The product was not returned for analysis. A product history record (phr) review of lot 82218090 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent~ dislodged - in patient¿ was not confirmed. The device was not returned for analysis, and neither were procedural film/images. The exact cause could not be determined. Vessel characteristics of moderate calcification and 80% stenosis may have contributed to the reported event. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during delivery of the genesis .035 8.0x24 135, it was noted the stent's unloading of pg stent. The stent became dislodged in the delivery sheath during delivery. The stent dislodged while passing through the valve of the sheath. A new unknown stent had to used and placed. There was no reported injury to the patient. A 7f non-cordis long sheath was used for the procedure. The product was stored properly according to the instructions for use (IFU). There were damages noted to the product inspection prior to use. The device was removed from the packaging without difficulty. There were no kinks, or other damages noted prior to inserting the product into the patient. There was no difficulty noted during prep of the device. The target lesion was measured to be 7.5mm in diameter. The length was measured to be 20mm long. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The lesion had moderate calcification with no vessel tortuosity. The lesion had an 80% stenosis. The device was being used to treat a chronic total occlusion (cto). The device did not have to pass any previously placed stents. The device will not be returned for evaluation as multiple attempts made without success.

Event description:
As reported, during delivery of the genesis .035 8.0x24 135, it was noted the stent's unloading of pg stent. The stent became dislodged in the delivery sheath during delivery. The stent dislodged while passing through the valve of the sheath. A new unknown stent had to used and placed. There was no reported injury to the patient. A 7f non-cordis long sheath was used for the procedure. The product was stored properly according to the instructions for use (IFU). There were damages noted to the product inspection prior to use. The device was removed from the packaging without difficulty. There were no kinks, or other damages noted prior to inserting the product into the patient. There was no difficulty noted during prep of the device. The target lesion was measured to be 7.5mm in diameter. The length was measured to be 20mm long. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The lesion had moderate calcification with no vessel tortuosity. The lesion had an 80% stenosis. The device was being used to treat a chronic total occlusion (cto). The device did not have to pass any previously placed stents. The device was returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. During delivery of the genesis .035 8.0x24 135cm stent delivery system (sds), it was noted the stent's unloading of pg stent. The stent became dislodged in the delivery sheath during delivery. The stent dislodged while passing through the valve of the sheath. The target lesion was measured to be 7.5mm in diameter. The length was measured to be 20mm long. The lesion had moderate calcification with no vessel tortuosity. The lesion had an 80% stenosis. A new unknown stent had to used and placed. There was no reported injury to the patient. A 7f non-cordis long sheath was used for the procedure. The product was stored properly according to the instructions for use (IFU). There were damages noted to the product inspection prior to use. The device was removed from the packaging without difficulty. There were no kinks, or other damages noted prior to inserting the product into the patient. There was no difficulty noted during prep of the device. The device was being used to treat a chronic total occlusion (cto). The device did not have to pass any previously placed stents. The product was returned for analysis. A non-sterile unit of product sds genesis .035 8.0x24 135cm sds was received coiled inside of a clear plastic bag. Per visual analysis the balloon had not been inflated. The stent was not mounted on the balloon, and it was not returned for evaluation. No damages or anomalies were observed during visual analysis. Per microscopic analysis the stent strut marks were observed on the balloon. This indicates that the device complied with the stent crimp process. A product history record (phr) review of lot 82218090 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged - in patient¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by stent struts marks noted on the balloon, indicating that the device complied with the stent crimp process, during analysis. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.